Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2019 and with new concern for impeded pump function. Post ramp echo showed no discernable changes to lvedd, mitral regurgitation, or really anything at all, despite aggressive speed changes. There were no unusual events was recorded in the log file event history. The mcs equipment was operating as intended. Noted the power & flow did increase with the temporary increase in set speed. No further or additional information was provided.

Manufacturer narrative:
Section a1: correction. Manufacturer's investigation conclusion: the report of impeded pump function could not be confirmed through this evaluation as no images were submitted and the patient remains ongoing. Additionally, a direct relationship between the device and the mitral regurgitation could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was originally set to a fixed speed of 5300 rpm and the log file recorded the reported ramp study on (B)(6) 2019 starting at 11:34:45 am and finishing at 11:58:07 am. The speed was increased incrementally by 300 rpm until the pump reached 6500 rpm. After the ramp study the fixed speed was adjusted to 5600 rpm and the low speed limit was set to 5300 rpm. The pump operated at or above the low speed limit for the duration of the log file. The power typically ranged from 3.807 w to 4.764 w, the flow typically ranged from 3.4 lpm to 4.7 lpm, and the pi ranged from 3.3 to 6.7. The power and flow both increased up to 6.012 w and 6.0 lpm respectively with the increase in pump speed during the ramp study and returned to baseline following the study. There were no atypical alarms and the log files appeared to capture the pump operating as intended. The account reported that the patient was seen in the clinic on (B)(6) 2019 and there was a concern for impeded pump function due to no discernable changes to lvedd or mitral regurgitation, despite aggressive speed changes. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU outlines considerations for pump placement and orientation, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This IFU also outlines preparing and installing the sealed outflow graft and instructs to verify that the graft is not twisted or kinked. The heartmate 3 lvas IFU explains how to determine the optimal fixed speed setting for the patient by performing a ramped speed study using echocardiography. No further information was provided. The manufacturer is closing the file on this event.